Event description:
The customer contacted beckman coulter inc (bec) to report a 4 ml dripped from the probe of the act diff instrument and onto the counter during reproducibility. Potentially blood, controls, diluent or clenz, may have dripped from the probe. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) replaced all the tubing, check valves, and the fluid filters. The drip was probably due to the old fluid filters releasing pressurized diluent out the probe. (B)(4).